Event description:
During baxter's functionality testing, a spectrum pump had a false air in line alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The false air in line alarm occurred during baxter's functionality testing, thereby confirming this condition. However further testing was unable to reproduce this condition. The issue was determined to have been caused by a failed upstream sensor with low fluid number readings. The upstream sensor was replaced.